Event description:
-----

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. [This laboratory finding may have contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a review of data from this system noted non-sustained ventricular tachycardia (nsvt) events which occurred while the patient was coughing. The patient reported feeling as if she might pass out as she is pacemaker dependent and an approximate pause of 3.5 seconds occurred. A revision procedure was performed and the associated right ventricular (rv) lead and device were removed from service due to suspected oversensing and potential lead exit block. No adverse patient effects were reported.

Manufacturer narrative:
The device is currently being evaluated in our (B)(4) laboratory. This product issue will be updated when evaluation is complete.